Event description:
The reported description notes that the bedside monitor did not alarm (spo2 low or spo2 low desaturation) when the pt's spo2 measurement exceeded the spo2/desaturation alarm limits. No pt injury was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not alarm (spo2 low or spo2 low desaturation) when the pt's spo2 measurement exceeded the spo2/desaturation alarm limits. No pt injury was reported. The customer performed an evaluation of the bedside monitor, and found that this monitor is operating as designed. The configured averaging time and desaturation delay time of the pt monitor at the event time is not known. The alarm delay time can be configured to a fixed value (between 0 and 30 seconds) or the monitor can be configured to apply a delay based on an intelligent algorithm. The device labeling (IFU) adequately describes alarm delays based upon the monitor's algorithm. The info provided related to this situation does not support that there was any malfunction or that there is a systemic problem or design or labeling malfunction or any health risk. The configured averaging time and desaturation delay time of the pt monitor at the event time is not known. There is a delay between a physiological event at the measurement site and the corresponding alarm at the monitor. This delay has two components: the general system delay time is the time between the occurrence of the physiological event and when this event is represented by the displayed numerical values. This delay depends on the algorithmic processing and the configured averaging time. The longer the averaging time configured, the longer the time needed until the numerical values reflect the physiological event. The time between the displayed numerical values crossing an alarm limit and the alarm indication on the monitor. This delay is the combination of the configured alarm delay time plus the general combination of the configured alarm delay time plus the general system alarm signal delay time. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. The available info does not support that any design or labeling deficiency exists in relation to this report. No further action or investigation is warranted.